Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was internal and occurred between the head of the dialyzer and its midpoint. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. One blood leak test strip was used to test for the presence of blood and tested negative. The blood leak could be visually observed. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine and continued treatment in the remaining time available. The dialyzer is available to be returned to the manufacturer for physical evaluation.